Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 23 devices were evaluated in the field and the issue was confirmed; 18 units had broken/damaged components, 3 units had rusted components, 1 unit had a worn component and 1 had a stuck component. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 25 </noe> malfunction events, where it was reported the unit exhibited phantom motion. There was no patient involvement.